Manufacturer narrative:
Device destroyed during extraction.

Event description:
A physician reported that, while final tightening a xia 3 blocker, "there was a audible click/pop that sounded a little different and obviously didn¿t feel like it should," and the blocker was then noted to be fractured. Surgery was completed successfully following a 45-minute delay during which the fractured blocker was drilled out with a metal cutting burr and replaced with a new blocker. There was no adverse consequence to the patient.

Manufacturer narrative:
The device was not returned so an evaluation could not be performed. Manufacturing records and complaint history could not be reviewed as the lot number was not provided. Per email correspondence with the field representative, the blocker did not appear to be cross threaded, the torque wrench was aligned correctly, angle did not appear too steep, and excess force was not applied. Counter torque tube was used and torque did not exceed 12nm. An exact cause of the reported event could not be determined. Potential causes include: blocker previously damaged/deformed; user over tightens blocker onto implant; insufficient visibility (tight construct).

Event description:
A physician reported that, while final tightening a xia 3 blocker, "there was a audible click/pop that sounded a little different and obviously didn¿t feel like it should," and the blocker was then noted to be fractured. Surgery was completed successfully following a 45-minute delay during which the fractured blocker was drilled out with a metal cutting burr and replaced with a new blocker. There was no adverse consequence to the patient.